Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. Additional information from the field representative indicates that the patient experienced shortness of breath. Subsequently, the patient underwent a lead revision to discard a lead micro-perforation or that the lead might be affecting the valve. Then, the physician decided to replace this lead. No additional adverse patient effects. The complaint device was not returned to boston scientific, therefore, product analysis could not be performed.